Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of use against labeling was most likely use issue related since the impella peel away sheath was left in rfa even after the patient was escalated to 5.5.

Manufacturer narrative:
E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
A4 added weight as it was omitted from the initial report that was submitted. B5 added clinical assessment as it was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp.

Event description:
Clinical assessment: a 41 year old male was admitted for shortness of breath and chest pain and arrested shortly after admission. Following rosc after 1 hour of CPR, he was brought to the cath lab and an impella cp was placed via the right femoral artery. Due to hemolysis, decision was made to escalate the patient to an impella 5.5, but the physician primarily decided to keep the impella cp 14 fr introducer sheath in the vessel. After removing it using perclose sutures, arterial pulses were lacking. Arterial flow was re-established with a contralateral balloon angioplasty.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the upgrade from the impella cp to the impella 5.5, the cp catheter was removed however, the impella peel-away sheath remained in the right femoral artery. After the sheath was subsequently removed and the access site was closed using perclose sutures, arterial pulses were no longer detectable. Blood flow was restored only after obtaining contralateral access and performing balloon angioplasty of the common femoral artery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.